Manufacturer narrative:
Investigation summary: one sample was received and tested with the customer's complaint of separation. The sample was separated upon opening and the complaint was verified. Set was separated at the upper connection of smartsite at end of set near the male luer. The separation between tubing and y-site was analyzed under microscope and there seemed to be no solvent that was applied during production. The manufacturing plant was notified and they confirmed the root cause of this separation was due to improper solvent application during assembly. There has since been a quality alert and an improvement of the bench fixtures to ensure solvent is properly applied to sets moving forward. A device history record review for model 2420-0007 lot number 23055539 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29may2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated from the component. The following information was received by the initial reporter with the verbatim: reported issue: pump infusion set tubing separated at y-site reported date: (B)(6) 2023. Urgent: department: 6250 short stay item description: bd alaris pump infusion set procedure delayed?: no was a patient effected?: no. (B)(6) 2023: was issue being described noted before, or during used? During. Was there any patient involvement? No. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? Good. Was there any delay of, or change in, the course of treatment due to this event? No. What procedure was being performed? Iron infusion. What medication was used in the procedure? N/a. Was there any leakage? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.